Manufacturer narrative:
(B) (4). The event was initially believed to be asr reportable through our exemption for balloon ruptures. However, upon device eval, the event was found to be due to a malfunction other than a balloon rupture. Eval: the iab & saf sheath with side arm, 6" ap tubing. Ap line, partial drive line tubing & 60ml syringe were returned for eval. Dried blood was noted on exterior & interior surfaces of iab assembly, on saf sheath & inside sheath side arm. A vacuum was applied to iab prior to cleaning & it held. During visual examination of iab, the flex tip assembly was bent approximately 5.5 cm from the distal tip of iab. Fos fiber was noted to be broken at the distal tip of iab. When fiberoptix pressure signal is not available, iab is still able to be used since an ap signal is available through the central lumen. A transducer can be connected to the central lumen & ap & timing can be monitoring from this location. The effect of not having an ap fos signal is the enhanced wave inflation timing algorithm is not available in autopilot mode. An in-house swg was passed through central lumen in both directions with ease. Iab was pressurized & submerged in water. A leak was detected in bladder approx 1.5cm from the distal tip of iab. Bladder was examined under magnification & a slit in the bladder was located approx 1.5cm from the distal tip of iab. It appeared that the broken fiber penetrated through the bladder. Bladder wall thickness was measured & within spec. Bladder was cut down 5 cm from the distal tip of iab for further eval. Fos fiber was examined under magnification & noted to be broken in two pieces inside iab tip. Adhesive at the tack point was examined under magnification. There was no evidence of fos fiber being broken at the tack point to tip of iab/inside the adhesive. The wall in the iab tip was examined under magnification. There was evidence of fos fiber present inside the wall of iab tip. The two pieces were attached at their respective ends. The entire length of the fos fiber was returned. The reported complaint of "the pump did not recognize the catheter" & "the pump alarmed "high pressure" & the waveform on the monitor disappeared" is confirmed. The fos fiber was noted to be broken which would render the fiber optic sensor inoperable. It cannot be determined when the fiber broke. The potential cause was due to the broken fiber penetrating through the bladder, which resulted in blood entering the iab causing the alarm to be generated.

Event description:
Reference MDR# 1219856-2010-00101 for the first event involving same pt. It was reported that while in the angiography room the intra-aortic balloon (iab) was prepped per instruction. The pump (iap-0500j (B) (4)) did not recognize the catheter and as a result, the monitor was selected for arterial pressure. The pt was moved to the intensive care unit. At noon of feb 3rd, the pump alarmed "high pressure" and the waveform on the monitor disappeared. At that same time the pump stopped pumping. The user noticed blood in the helium line and the iab and the sheath were removed from the pt, as the md suspected a leak. The pt rec'd iabp therapy for 14 hours and did not require further iabp therapy. There were no reported pt complications or injury.